Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported as the image went completely dark during a therapeutic procedure named surgery on the ovaries involving an olympus video system center. The procedure was completed with an olympus back-up device. There was no patient harm.